Event description:
This is a case report received through the (B)(4) through baxter's after hours call service. It was reported that the homechoice machine sounded a 2240 alarm (air in set) during initial drain. The patient was connected to the device at the time of the alarm and didn't disconnect at any time prior to the alarm. All bags were properly spiked and connected. No patient extension lines were used. There were no open clamps on any unused supply lines. Nothing unusual was noted about the supplies. The patient stated that they will start with new supplies in the morning and call the renal nurse in the morning. No clinical consequences for the patient have been reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent. The lot number was not provided; therefore a batch review cannot be conducted.

Manufacturer narrative:
(B)(4). This complaint for the se 2240 was not confirmed due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Not enough data is available within the complaint to identify root cause. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).